Manufacturer narrative:
Three random opened and used reservoirs were inspected and a bicarbonate buffer test was performed. One sensor failed for high readings. The two remaining sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor, calibration error and sensor glucose vs blood glucose. Customer's blood glucose was unknown. The customer stated that change sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discussed timing of calibration leading to alert. The customer was advised to remove and change out sensor. The customer will insert a new sensor.